Event description:
Customer reported the unit is displaying a speaker malfunction. The customer did not know if the unit was still producing audible tones. The device was not in use and there was no patient or user harm or injury reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was returned to philips authorized repair facility (rft) for bench for evaluation. Functional testing determined the speaker produced audible sound. The reported issue could not be confirmed.

Event description:
Customer reported the unit is displaying a speaker malfunction. The customer did not know if the unit was still producing audible tones. The device was not in use and there was no patient or user harm or injury reported.